Manufacturer narrative:
Additional information received. This MDR is being cancelled due to clarifying information received from the customer. Product confirmed to be not a bd product complaint.

Event description:
Additional information received. This MDR is being cancelled due to clarifying information received from the customer. Product confirmed to be not a bd product complaint.

Event description:
It was reported that bd introsyte autoguard 26g leaked it was reported by customer that the nurse noticed fluid leading from the hub. Rcc received a complaint via email. I¿m reaching out to share product feedback received from xxx: product name: bd introducer cath introsyte-n PICC mdln 1.9fr, 26 gauge reported issue: ¿midline placed in neonate on (B)(6) 2025 @ 2pm. On (B)(6) at 6am the nurse noticed fluid leading from the hub. Line had to be replaced¿.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.